Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation abrasion through to the conductor coil this type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise that resulted in many atrial tachycardia responses (atrs). Noise also was observed on the shocking channel of an electrocardiogram (egm). The episodes seemed to coincide with the patient pumping gas or sleeping. The noise could not be reproduced clinically with isometrics. There was no report of other patient effects and the lead remained implanted and in service. The patient's physician reprogrammed the device's atrial automatic gain control (agc) and will monitor the patient's situation. Subsequently, it was reported the noise could be re-created when the patient raised his arms. Noise observations continue to be on atrial and shock egms, not on the rv rate sense egms. The noise was reproducible. The product was later explanted during a system infection revision procedure.